Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead exhibited high thresholds. Multiple positions were attempted but the ipl thresholds remained high. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.